Event description:
It was reported that the customer's insulin pump buttons were sticking and intermittently unresponsive. The customer's blood glucose was 133 mg/dl and he was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage at the keypad traces. The insulin pump was received with a cracked case at the display window corners and battery tube threads. The insulin pump was received with minor scratches on the display window and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.